Event description:
It was reported that during hospitalization, a procedural related retroperitonial bleed occurred. This is a life threatening event which resulted in the pt having a blood transfusion. The reported event did resolve in 24-hours. This was not felt to be product related.